Event description:
Pt exhibited respiratory changes and bronchospasm. Upon extubation, we found the balloon on the lma laryngeal mask airway to be defective as it failed to remain inflated. It is a standard protocol at our facility to perform a leak test prior to use. However, the lma had been in use for approx 30 min for the duration of the surgery prior to noting the balloon failure.